Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-2 was off of the bus. A field service engineer (fse) reseated all 6 row board connectors, both retractor band connectors and all pockets on drawer 4-2. Further the fse reseated the retractor band connectors and the row board cable at the drawer controller board for 4-1. Then the cubie pockets were released, and all debris were removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bus was not detected during recovery. The system indicated one drawer and displayed the drawer in disconnected mode. The device requires maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.